Manufacturer narrative:
Concomitant medical products: 250ml b.braun bag ndc (B)(4), lot number j7c225 exp 03/2019 0.9 sodium chloride; 100ml b.braun bag ndc (B)(4); cefepime hydrochloride, 0.9% sodium chloride. 2grams/vial cefepime (B)(4); lot number 106994c exp 05/2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn hung the antibiotic, cefepime 2gm in 0.9% sodium chloride 50mls at approximately 2300 on (B)(6) 2017 to infuse at 12.5ml/hour. The rn stepped out of the room to gather additional supplies and upon the rn's return a few minutes later, the cefepime infusion bag was noted to be empty and the flush bag was yellow tinged. The rn replaced the tubing and hung a new antibiotic bag which infused without difficulty. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed and replicated. Visual inspection (including microscopic examination) identified no anomalies. Functional testing resulted in backflow indicating a faulty check valve. Supplier testing of the component indicated a passing result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the secondary back flowing into the primary bag was not identified.